Manufacturer narrative:
The insulin pump was monitored for 8 hours with multiple basal rates. No unexpected alarms were noted. The insulin pump passed the excessive no delivery error test. No excessive no delivery alarm was noted during testing. The insulin pump was also received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was alarming with a couple of different types of alarms. Customer was advised to remove battery and let pump rest for two hours. An alarm occurred a second time. Customer's blood glucose was 136 mg/dl. It was stated the insulin pump returned to normal function and customer had inserted a brand new battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.